Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 of -0.50/4.5/072 (sphere/cylinder/axis) implantable collamer lens tore/broke during loading on (B)(6) 2023. The lens was not implanted into the patients right eye (od). Surgeon used the standby lens and the problem was resolved.